Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while inserting the foley catheter into the patient that the catheter cracked, the balloon deflated and then the catheter fell out of the patient. No patient injury and medical intervention was reported. Per follow up received on (B)(6)2021,the catheter was cracked on the shaft and there was no patient impact or missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while inserting the foley catheter into the patient that the catheter cracked, the balloon deflated and then the catheter fell out of the patient. No patient injury and medical intervention was reported. Per follow up received on 08jun2021, the catheter was cracked on the shaft and there was no patient impact or missing pieces.